Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used. 2 implants were placed, telescopic restoration, one implant still stable, unobtrusive, not yet new implant placed.